Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient had a single lumen power PICC catheter inserted on may 9. The following day, exudate was observed near the puncture site. Upon pulling the catheter out slightly, a longitudinal tear near the 0-mark was discovered, causing leakage, so the catheter was removed.